Event description:
Due to pain and rom limited patient was operated and on heterotrophic bone was found and removed. Head was exchanged. Doctor also removed 150 grip plate.

Manufacturer narrative:
The event could not be confirmed nor the root cause of the reported event determined due to the minimal information received. No further investigation for this event is possible at this time as no devices and insufficient information was received by stryker orthopaedics. If devices and / or additional information become available, this investigation will be reopened.

Event description:
Due to pain and rom limited patient was operated and on heterotrophic bone was found and removed. Head was exchanged. Doctor also removed 150 grip plate

Manufacturer narrative:
Additional devices listed in this report: 6704-3-082, trochanteric grip plate with 2 lot code unknown. Unknown cable. It cannot be determined which, if any of these devices may have caused or contributed to the patient's experience. It was noted that the devices are not available for evaluation. Additional information has been requested and if received, will be provided in the supplemental report. Not returned to manufacturer.